Manufacturer narrative:
A ge service rep performed an on-site investigation. The right hand battery was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a precharge voltage error message. This error message will likely prevent the system from booting. There is no report of pt injury.